Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a low blood glucose of 36 mg/dl and ems had to come out and treat him. There was no hospitalization involved. The customer stated that his body caused the hypoglycemic episode. The customer has an appointment with his health care professional. No products were returned or replaced.